Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented with acute oversensing on the right ventricular (rv) lead. The oversensing was said to occur randomly with some appearing as double-counting. Reprogramming the sensing seemed to eliminate the oversensing, and it was suggested keeping the lead programmed that way. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.